Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hypoglycemic event about one hour after dinner, with blood glucose readings of 43¿45 mg/dl confirmed by fingerstick, without symptoms, and self-treated with four glucose tablets resulting in recovery to 96 mg/dl; the patient also reported no alert prior to the low, and review of device data showed alerts were present but the alert volume was turned off, which was then re-enabled during the call. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or a specific component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.